Manufacturer narrative:
Exemption number: e2014018. The mentioned fixing balls are in place, but one of the clamps is broken. Investigation carried out visually and microscopically. The broken welding seam appear to be thin. Since no other signs of an overload situation can be found at the broken clamp and furthermore the welding seams failed at the first usage, it is to be expected that the welding was not manufactured according to the quality standards. The batch device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to a manufacturing material error. A CAPA is necessary.

Event description:
It was reported by the healthcare professional "the instrument was used for the surgery of an inferior limb. The fixing ball detached and fell into the patient and was recovered easily. The surgery was completed with another retractor." There was no harm to the patient reported. There was a delay in surgery approximately 15 minutes due to the time to receive another retractor.